Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was incorrectly sensing and capturing the atrium instead of the his bundle. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.